Event description:
A customer contacted baxter's technical service center to report a transfer set and catheter becoming disconnected. The technical service representative (tsr) advised the home patient (hp) to notify the nurse about the issue for assistance. Product surveillance contacted the peritoneal dialysis nurse who stated that the transfer set came loose from the catheter at the transfer set adaptor/catheter interface. The nurse was not aware of anything that may have caused or contributed to the transfer set coming loose. The nurse changed the transfer set and discarded the sample. The home patient was given levaquin prophylactically. There was no patient injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
Per the nurse, the sample was discarded.